Event description:
The patient reported loss of therapy. Several attempts were made to change the programs on the transmitter assembly without success. An explant procedure was performed on (B)(6) 2026 and two new neurostimulators were implanted. During the explant procedure, the commercial team member noted the neurostimulator was fractured. Further clarification was provided on (B)(6) 2026. The neurostimulator was not fractured. However, it was bent. The neurostimulator was completely explanted and there are no pieces inside of the body.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, not achieving paresthesia on the table, not performing an x-ray immediately after the implant procedure to confirm device placement, migration, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out. However, the device was implanted off-label as it was implanted at the occipital ridge. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region". Potential causes of a fractured/bent neurostimulator include: excessive twisting and stretching by the patient and excessive force by the implanting clinician during the explant procedure. The stimulator is used to treat pain. The cause of loss of therapy is likely due to the neurostimulator being bent. Although the cause of the neurostimulator being bent is unknown, off-label use was identified as the device was implanted at the occipital ridge (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.